Manufacturer narrative:
Investigation summary: bd had not received samples or photos for evaluation. Therefore, 30 retention samples from bd inventory were evaluated by functional testing for proper activation and the issue relating to defective locking mechanism was not observed. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. Bd has initiated further root cause investigation relating to the issue of defective locking mechanism through corrective and preventive actions. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported when using the bd vacutainer® eclipse¿ blood collection needle, the device experienced safety shield failure. This event occurred four times. The following information was provided by the initial reporter. The customer stated: "I am calling because this has happened a few times." There are "defective lancets on the needles when we go to activate the safety over the needle it pops off." Customer states that the first incident happened about a month ago, no exact date is available, and that this has happened four times to her knowledge. It has almost resulted in needle stick injuries, however, no injury has occurred.